Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no egvs were displayed on the device. It was determined that the reported missing egv's was related to the mobile application. The sensor was inserted on (B)(6) 2019. It was indicated that operating system was not supported, which is off label usage of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.